Event description:
An abnormal episode, showing absence of egm, was stored in the device memory on (B)(6) 2020.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
Preliminary analysis did not reveal any issue with the subject device.

Event description:
An abnormal episode, showing absence of egm, was stored in the device memory on (B)(6) 2020.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
An abnormal episode, showing absence of egm, was stored in the device memory on (B)(6) 2020.